Manufacturer narrative:
Insulin pump had missing segments due to cracked and bleeding lcd glass. Insulin pump also had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that display screen was cracked and pixel was distorted, blurry and difficult to read. Top portion of display screen could not be read. Customer reported that football was played with insulin pump in his pocket. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.